Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. Technical services (ts) discussed testing the lead in the clinic. The lead remains in service. No adverse patient effects were reported.